Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. Quality controls (qc) were recovered within acceptable ranges on the day of the event. The customer indicated that they replaced the aliquot drains and rotary valves. Siemens worked with the customer to inspect and replace the peristaltic pump tubing and flush the sample and vent ports. The integrated multisensor technology (imt) was also primed multiple times. A siemens field service engineer (fse) was dispatched to the customer's site. The fse replaced the imt sensor and module. Then, the fse aligned the imt module and performed the imt dilcheck. Siemens further investigated the issue. Siemens determined that the falsely elevated na result had a low fluid verify reading, accompanied by a low fluid delta readings, which indicates a fluid flow issue. There was evidence of an improper imt dilution by the imt probe for the initial run. Pre-analytical variables can affect the quality of the sample, and deviation from recommended best practices can impact results. The customer centrifuge samples at a speed and time that deviates from tube manufacturer's recommendations. Preanalytical variables and sample specific issues potentially contributed to the discordant, falsely elevated na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician. The sample was repeated on the same instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.